Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified cracks on the ultrasonic sensor flex tail pins which contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion alarms which were not reproduced. Upstream occlusion alarms were verified through a review of the event history log and found to be caused by cracks on the ultrasonic sensor flex tail pins. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion. There was no patient involvement. No additional information is available.